Manufacturer narrative:
Patient information was not available at the facility.

Event description:
A cardiac tamponade occurred and procedure was cancelled. It was reported that versacross rf wire was selected for an ablation procedure. During the procedure, radio frequency was performed toward the inferior-posterior direction. However, the transseptal site was narrow and width in the anterior-posterior direction was observed, but the superior-inferior space was limited, making puncture difficult. After the first energization, the pressure dropped to 60mmhg while advancing the rf wire. As interventions, noradrenaline, protamine, and praxbind were administered to the patient, along with drainage, and it results in an increase in blood pressure. Considering the safety concerns, the procedure was discontinued and the patient will be monitored. The blood pressure increased and stabilized.